Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an infusion issue, the device was not infusing correctly. The plunger head was not calibrating and there was also motor drive phase alarm. The event occurred during use. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found that the tamper seal was removed. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.